Event description:
The valve was explanted due to endocarditis and replaced with an ats valve. The valve was discarded by the hosp. In 2000, the pt had a second explant due to endocarditis and the valve was replaced with a medtronic freestyle valve.